Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: during the investigation, it was noted that there were ¿perimeter scratches¿ observed surrounding the perimeter of the display lens. Unrelated to the original complaint, there was moisture contamination observed on the battery cap contacts and contact hub. The pump intermittently powered with the returned battery cap. All testing was performed with a test battery cap. A leak test passed with no leaks detected. The pump case was removed and there was no additional moisture inside the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was noted that the pump casing around the display was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.